Manufacturer narrative:
D4: additional device information added. H4: added manufacturer date.

Manufacturer narrative:
D4: serial number is unknown. This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. The root cause of the optical signal issue is most likely due to patient movement. After the patient sat up the alarm occurred around 15 hours after the start of the case. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues but continued to provide adequate support. The device was successfully weaned and explanted, and no patient harm was reported.